Event description:
Customer called due to use of expired saline solution, expired 12/31 /6 - saline lot#, baxter product, lot # c991760 wants to know if we can provide risk to donor or product. Her qa requested she call as part of their investigation and troubleshooting of the occurrence. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).